Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited high out of range shock impedance measurements, measuring at 200 ohms on the right ventricular (rv) channel. Technical services (ts) provided troubleshooting options and recommended a full assessment of lead integrity in clinic using both dual-coil and single-coil vectors. Ts suggested to consider having x-ray imaging performed. This device remains in service. No adverse patient effects were reported.